Manufacturer narrative:
This is 5 out of 5 reports filed for the referenced implanted coils. The subject device is implanted.

Event description:
It was reported that during the initial procedure 5 coils and 8 unknown manufacturer coils were implanted. During the follow-up period an aneurysm recanalization was noticed and re-embolization was performed for it. Since the aneurysm recanalization occurred in the inflow zone of the aneurysm, the physician considered that the recanalization was caused by hemodynamics. The patient is recovering.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, recanalization is a known risk associated with such procedures; therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during the initial procedure 5 coils and 8 unknown manufacturer coils were implanted. During the follow-up period an aneurysm recanalization was noticed and re-embolization was performed for it. Since the aneurysm recanalization occurred in the inflow zone of the aneurysm, the physician considered that the recanalization was caused by hemodynamics. The patient is recovering.